Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a left knee replacement done on (B)(6) 2019, she stated her knee feels hot, it swells, and when she walks she feels pain and instability.